Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had jammed and was unable to close properly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer was jammed and unable to close properly. Upon inspection, the field service engineer (fse) reported that drawer 6.1 was excessively stiff and that bumpers were missing from the rails. The fse realigned the drawer slides and replaced the rails, which resolved the issue. The customer verified proper device performance, and all tests were completed successfully. The system functioned as intended after field service engineer repaired the device.